Event description:
The facility reported a pump that alarmed on channel a with failure code 810:11. This event resulted in an unintended shut down during pt use. The pump was swapped out for another. There was no pt injury per the hospital rep. No add'l info is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, of if any add'l details become available. This report represents all info known by the reporter at this time.